Event description:
It was reported to boston scientific corp that during a leak test following a gastroscopy procedure, using a radial jaw 3 single-use biopsy forceps device, it was noticed that the device had "put holes" in and thus damaged the scope when it was passed in and out of the scope. Upon further inspection, it was found that the needle was bent and the jaws would not open and close normally. No pieces of the forceps or scope fell inside the pt and no difficulty was experienced during the procedure in inserting or removing the forceps through the scope. The physician was able to collect biopsies with this device and did not remove and re-insert the scope into the pt. The procedure, which was extended by 2 minutes due to this event, was completed with another radial jaw 3 single-use biopsy forceps device without any complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
The pt is reported to be over 18 yrs of age. A visual examination of the returned device found that the needle was bent. Functionally, a loop test was performed which found that the device would not close properly due to the bent needle. Additionally, the device rivets and crimps were evaluated and found to be within specification. The condition of the returned incident device was consistent with the complaint; the returned device presented a bent needle that could have caused the device to damage the scope. Based on the results of the investigation, the most probable root cause is a design issue. (B)(4).